Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2013-11293 for a description of the other device. This report is for the first device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used during an esophagogastroduodenoscopy procedure performed in the esophagus on (B)(6) 2013. According to the complainant, during the procedure, multiple bands released at the same time, when attempting to deploy. A second speedband superviewsuper 7 device was used, but the same issue occurred. However, they were able to complete the procedure with the second device. There was no damage noted to the devices, or packaging, prior to use. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.